Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that seven years post implant of this bioprosthetic valved conduit implanted in the pulmonary position of a three year old pediatric patient, the conduit was explanted and replaced for unknown reasons. No additional adverse patient effects were reported.